Manufacturer narrative:
Other, no product returned for evaluation the product is an implant device and was therefore, not returned for the investigation. The device is undergoing an evaluation but has not yet been completed. Device manufacture date unavailable at this time.

Event description:
It was reported that the patient received an anterior cruciate ligament procedure on (B)(6) 2013. Sometime post-operative the patient developed an infection. There have been no products removed from the patient at this time. It was reported that nothing unusual occurred on the date of surgery. The patient was reported as fine. The patient had surgical washout and was given antibiotic beads and IV antibiotics. No additional information is available at this time.